Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The pacing configuration of the left ventricular (lv) lead was reprogrammed and the lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted the phrenic nerve stimulation reoccurred. The lv pacing vector was reprogrammed again and the lv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the patient experienced continued phrenic nerve stimulation. The lv output was rep rogrammed. No further patient complications have been reported as a result of this event.